Manufacturer narrative:
Summary of the analysis: analysis results indicated that customer¿s issue with the unit was overheating was not able to confirm. Handpiece was tested and the ambient temp or start temp was 75.5 and the rise or max temp was 90.2. The (max temp - the ambient temp = 14.7 which is passing. The max rise temp is 27 f for this drill. The handpiece was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the em210 handpiece was overheated. There was no patient injury.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the em210 handpiece was overheated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.